Event description:
It was reported this ureteral stent was placed in a pt with a history of prostate cancer. It was indicated the stent was too soft which resulted in insufficient drainage. After an undisclosed amount of time the pt developed urinary sepsis. One week later this stent was removed and another stent was successfully placed. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to get further details regarding the circumstances of this event have been unsuccessful. Without further details about this event, such as the length of indwelling time, and without evaluating the device, co is unable to determine the cause for this event.